Manufacturer narrative:
Continuation of d10: product ID b3300542m lot# serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient is currently doing well on stimulation he is receiving, the rep discussed it with ts neuro, we will stick to contacts, where the impedance is not oor. Surgery revision is not planned, stn was little bit more complicated, but with bipolar stimulation and higher amplitude we manage to have good symptom reduction. There wont be revision for now, patient is now well compensated.

Manufacturer narrative:
Continuation of d10: product ID b3300533, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300533, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the b35300 product displayed error message 2703 and experienced an unknown failure. It was unknown if there was any patient involvement or complications as a result of the event. Additional information reported that stimulation was working for the patient. Device information was provided. Additional information was received: it was reported that after reviewing the impedance measurements they noticed that there were high impedances on contact 11 and most likely triggered the oor message. It was recommended to avoid using contact 11 for stimulation and reprogram. It was later mentioned that the lead was sub-optimally placed as well, in which they would undergo a revision in september.

Manufacturer narrative:
Continuation of d10: product ID b3300542m serial# (B)(6) implanted: (B)(6) 2021 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was no revision planned, patient is doing well, we slightly modified the stimulation and everything works great, patient is compensated well using directional lead. Couse of suboptimal lead placement was difficult planning due to patient specific brain structure. High impedance on one contact was found after reimplantation, no revision is needed.